Event description:
During a left percutaneous nephrolithotomy, the tip of the sterile disposable ultrasonic oscillating burr tip broke off in pt's kidney. The surgeon was able to remove the tip from the kidney. A new sterile probe was opened and the procedure was completed successfully. Defective device caused unsafe condition. No harm to the pt.